Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm. Vessel morphology from the time of implant was not reported. Currently there is disease progression and a post index procedure rupture. The patient presented to the emergency room with back pain and a CT scan without contrast showed a ruptured aneurysm. The patient was brought into the operating room where an angiogram was performed confirming the aneurysm rupture. It was discovered that there was a distal type I endoleak from the right limb. The distal type I endoleak was due to disease progression. The limb measured 28 mm in diameter and the right common iliac artery measured 29 mm and diameter. There was an additional 2 cm of iliac artery below the device. The physician extended the iliac bifurcation eliminating the distal type I endoleak with an endurant 16/24 mm iliac limb and extended proximally with the 16mm iliac extender and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).